Manufacturer narrative:
(B) (4) - lens flipped and inserted upside down: evaluation: lens work order search. Results: visual inspection of the returned product found piece of haptic torn off and missing. There was evidence of dark surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2010. The lens flipped upside down as it was inserted into the eye. The lens was removed with no pt injury. Backup lens was implanted.